Manufacturer narrative:
Batch review performed on 17-jun-2024 lot 184861: (B)(4) items manufactured and released on 28-sep-2018. Expiration date: 2023-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 5 years and 6 months after primary, the patient came in reporting pain due to a loose femoral component and the cause is unknown. The surgeon revised the femoral implant and insert. The surgery was completed successfully.